Manufacturer narrative:
The insulin pump was received without a battery in the battery tube. The insulin pump passed functional testing including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had cracked reservoir tube lip and cracked battery tube threads noted. Data analysis: unable to perform data analysis due to no insulin pump history available on the history download; no data was available due to pump being returned without a battery in the battery tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, was taken to the intensive care unit, and the insulin pump was disconnected because the hospital had to monitor the customer closely. The caller stated that the customer had been in and out of the hospital since (B)(6). At some point in (B)(6), the customer had pneumonia and was placed on sliding scale because they wanted to keep her blood glucose at 250 mg/dl; they did not want her blood glucose to get too low. The customer became ill with pulmonary fibrosis in (B)(6) 2015. The caller stated that the customer passed away in a health care facility on (B)(6) 2016. The cause of death was advanced copd. The customer was not wearing the insulin pump at the time of death; it had been disconnected five months prior to passing. The caller did not know the customer's blood glucose at the time of passing; on (B)(6) 2016 it was 237 mg/dl. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.